Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: synergy mr, ous, 3.5x28mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damage; damage noted to stent strut rows 4 - 13 (counting from proximal end of stent). The undamaged stent od (outer diameter) was measured and the result is within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip edge. The type of damage evident is consistent with resistance being encountered during advancement. No other damage was noted during analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 10nov2017. It was reported that crossing difficulties were encountered. The 88% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. Following pre-dilatation with a non-bsc 3.0x15 balloon catheter, a 3.50 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Subsequently, the non-bsc 3.0x15 balloon catheter was advanced to further dilate the lesion three more times and the procedure was completed using a 3.5 x 26mm non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.